Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. Visual inspection shows that damage to lcd screen was a severely scratched therefore hard to read as reported by user.

Event description:
The customer's mother reported via phone call that the insulin pump had several scratches on the screen. The customer's mother reported that the screen was getting hard to read. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.